Manufacturer narrative:
Device evaluation summary; the endoanchor cassette with ten (10) ports open. There was no damage to the cassette and no evidence of a loose endoanchor inside the cassette. The cassette was opened; there were no endoanchors visible in the cassette holes. Ten (10) curve indentation marks were visible in the cassette insert indicating the endoanchors were driven into the silicone during loading. The root cause of the reported event could not be determined through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A heli-fx applier was used as an accessory device for the endovascular treatment of a type ia endoleak. An endurant iis stent graft was implanted in the patient on the same day. It was reported that during the index procedure, it was noted that there was one endoanchor missing from the applier cassette. Only 9 endoanchors were in the cassette. An additional cassette of 5endoanchors was used to complete the procedure. It was reported the endoleak resolved after implantation of the endoanchors. Per the physician the cause of the event could not be determined. As per the physician, the cause of the type ia endoleak was due to the patient's short neck. No clinical sequelae were reported and the patient is fine.